Event description:
Ccl [cardiac catheterization lab] team arrived. During rfv [right femoral vein] temporary pacer placement, mini stick wire knotted and trapped broke off into rfv. Rn contacted [redacted] md on call. Per staff, contact vascular. Rn [redacted] contacted md to come and perform a surgical cutdown to remove wire. All md's are aware. Or team arrived for cutdown, case details in charting. Patient underwent a vascular cutdown for knotted wire stuck in groin under local lido and moderate sedation.